Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician was unable to interrogate the device, even after multiple repositionings of the programmer head. Additionally, the physician indicated that upon placing a magnet over the device, no magnet response was observed. Follow up is in process for additional information. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the physician was unable to interrogate the device, even after multiple repositionings of the programmer head. Additionally, the physician indicated that upon placing a magnet over the device, no magnet response was observed. It was further reported that the device was later interrogated, and the device remains in use. No patient complications have been reported as a result of this event.